Manufacturer narrative:
Corrected information: attachment of the article provided in regulatory report attachment section. The manufacturer internal reference number is: (B)(4).

Event description:
A research article published with the purpose to evaluate the safety and efficacy of surgical procedure of secondary iol (intraocular lens) implantation without capsular support. The study was conducted in 24 eyes of 23 patients (14 male and 9 female) to analyze visual acuity and outcomes were analyzed by using intraocular lens (iol) was implanted in a patients by using transscleral implantation technique. Post implantation of iol, out of the 24 eyes, two eyes had a raised (intraocular pressure) iop >25 mmhg, 1 eye presented a dislocated iol, 2 eyes had corneal edema longer than 7 days, 1 eye had vitreous hemorrhage. Two of the eyes had corneal edema secondary to raised iop, which lasted over 7 days and it resolved with topical antiglaucoma therapy. The study concluded that the surgical procedure can be considered adequate to correct aphakia in patients without capsular support with significant improvement in visual acuity and low complication. No more further information available.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the report did not provide a lot number or any identification traceable to the manufacturing documentation. A malfunction has not been indicated against the product. This file was opened from a retrospective study: research article-supporting iol's in a deficient capsular environment: the tale of the no "tails". This a comparison of three techniques used when there is inadequate capsular support not suitable for in-the-bag or ciliary sulcus iol implantation. The manufacturer internal reference number is: (B)(4).